Event description:
In aug 2003, k.m.I. Was notified of the explant of a 10mm subtalar m.b.a. To address pain reported by the pt 3 years following the original implant date. There was no indication of damaged or defective product.